Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed noise. The vector was reprogrammed to mitigate inappropriate therapy. It was later noted the patient had lost weight resulting in the device migrating. Additional vector reprogramming was done and induction testing was successfully performed to ensure conversion. No additional adverse patient effects were reported.